Manufacturer narrative:
The evoke closed loop stimulator (cls) and two leads were returned for analysis. Both leads were noted to be damaged upon receipt, which likely occurred during the explant procedure. The cls passed all functional testing. The cause of the patient receiving inadequate pain relief could not be conclusively determined. Inadequate pain relief following system implantation, which may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in evoke scs system surgical guide.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The scs system was explanted. The scs system was confirmed to be performing as intended, with no allegations of device deficiency.

Manufacturer narrative:
Additional information: section d - expiration date. Section h - device manufacture date.